Event description:
Operating room staff setting up for humeral fracture surgery, upon setup noted sterile bulb syringe that comes in the cardinal hand pack has visible moisture droplets present in the clear plastic part. Rn in room removed the green bulb from the syringe and stated that he physically touched the moisture inside of the sterile syringe. Operating room team broke down entire surgical set up and opened new supplies and implants. The cardinal health hand pack lot number 345273 removed from or shelf. I am in process of contacting supply chain to remove from storeroom.